Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product - vanguard cr femoral 65 mm right-interlock, catalog#: 183008, lot#: 449640. Biomet interlok 71 mm fixed cruciate tibial plate, catalog#: 141233, lot#: 723130 biomet modular tibial locking bar, catalog#: 141205, lot#: 381390. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left knee revision due to instability attributed to wear. The tibial bearing was removed and exchanged. No further information has been provided.

Event description:
It has been reported that ten years after a knee arthroplasty, the patient is experiencing instability. A revision of the tibial bearing is being scheduled.